Event description:
It was reported that the patient experienced ineffective stimulation. Attempts to adjust the original lead were made, but the physician explanted and replaced the lead. Post-operatively, stimulation therapy was restored.